Event description:
The user facility reported that a hose separated from their system 1e causing water to leak onto the floor where the unit is located. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
The steris technician was told that the water hose separated from the straight barb fitting at the facility water supply connection. The user facility repaired the connection by cutting off the end of the hose, slipping it over the barb, and securing with two worm clamps. The steris technician inspected the connection and found the unit to be operational. The technician found the static water pressure to be at 90-95 psi (minimum of 40psi recommended 50-60psi). The technician advised the user facility of the high pressure reading. The system 1e was installed on (B)(6) 2012 and the pressure was found to be at 59psi (minimum of 40psi recommended 50-60psi). The system 1e is under warranty and was last serviced on (B)(6) 2012 when no leaks were noted. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).